Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet. A peak of 401 mg/dl was reported. This occurred despite normal meal announcements made, and a site change with no observable delivery issues such as air bubbles, bent cannula, or leaks; blood glucose decreased only after the user disconnected from the ilet and administered 15 units of subcutaneous insulin via pen. Symptoms included high blood glucose. Outcomes included no hospitalization and continued need for troubleshooting and education. Investigation included a review of user-reported device function and infusion site checks. Investigation of this case revealed no confirmed device or component malfunction based on user checks, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.